Event description:
Residue or discoloration on the syringe or needle of the 1 ml safety lok syringe -bd-. Catalog # 305553, 1 ml 27x1/2" safety lok syringe. Dark substance on the cannula portion of the needle. Bd confirmed that a very small amount of discoloration was on the needle shaft. Using analysis, the foreign matter was found to be silicone. On march 6, 2007, we received another complaint regarding a dark stain or residue on the needle shaft of a bd needle attached to a 3ml syringe.